Manufacturer narrative:
Technician found the bed in bed shop. Found the head section gas spring was stuck and operates intermittently. Replaced the head section gas spring to resolve this issue.

Event description:
Complaint - the head section is difficult to lower. No injury alleged.